Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at l4-5 using rhbmp-2/acs and an interbody cage. Post-operatively the patient had significant pain in the area of the fusion surgery and extremities. The patient received medical treatment to care for injuries. The patient never recovered from the surgery, and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.